Manufacturer narrative:
(B)(4). Batch # r9532e. Per photographic evidence: upon visual inspection of two photos, the following was observed: the first and second photo show a universal seal assembly and the seal appears to be damaged. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the 2b12lt device was returned with the seal damaged of the universal seal. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch r9532e number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that prior to an unknown procedure, a 2b12lt is open to prepare the case. Nurse inspected the trocar before inserting to patient. A small rupture is observed at the upper valve.